Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's spouse reported via phone call that there was fluid under the lcd. The customer's spouse reported that the insulin pump was exposed to water. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's spouse was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.